Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2026 in which the leads were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has ineffective therapy and painful stimulation due to lead migration. Surgical intervention may be pending to address this issue.